Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that pacemaker and the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch and p-wave amplitude variation. The ra lead also exhibited high pacing impedance. No intervention was performed. The patient was stable.